Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The physician did state that patient prosthesis mismatch may be a factor in the migration of the device.

Event description:
Medtronic received information that three hours after the implant of this transcatheter bioprosthetic valve into a patient with aortic insufficiency and a left ventricular assist device, echocardiogram indicated that the valve had migrated towards the ventricle, resulting in severe paravalvular leak (pvl). A second transcatheter bioprosthetic valve was implanted, valve-in-valve, however moderate pvl remained. An attempt was made to implant a vascular plug, but was not successful. Per the physician, the lack of annular or leaflet calcification and the possibility of an undersized valve, may have contributed to the migration. No other interventions were prescribed. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. , it was reported that this was an off label use of the valve, which is most likely in reference to the use of the lvad which would be to treat a patient with ventricular dysfunction, of which the evolutr instructions for use (IFU), does warn that the safety and effectiveness of the evolutr valve for aortic valve replacement have not been evaluated in patient populations presenting with this type of issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.